Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, it was noted that the left ventricular lead exhibited high pacing impedance. Programming changes were made. The patient was in stable condition and will continue to be monitored.